Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between peritoneal dialysis (pd) therapy with the liberty select cycler and the patient¿s death. At the time this clinical investigation was completed, the cycler was not returned to the manufacturer. Currently, there have been no reported allegations nor is there objective evidence that a liberty select cycler malfunction or product deficiency was associated with the patient¿s death. Patients with end stage renal dialysis (esrd) have mortality rates significantly higher than the general population. The patient¿s the patient had several comorbid conditions which increase mortality including esrd, diabetes mellitus, coronary artery disease, peripheral artery disease, below-knee amputation, hypertension, cardiac murmur, unspecified coagulation defect and was being treated for a concomitant blood stream infection. Based on the reported information, the exact cause of the patient¿s death cannot be determined but per verbal report from coroner¿s office the death is due to natural causes.

Event description:
On (B)(6) 2022, a registered nurse (rn) reported that this patient on peritoneal dialysis (pd) expired was found deceased in the morning of (B)(6) 2022 while attached to the fresenius cycler. The nurse stated the cause of the patient¿s death was unknown in the initial report. However, there were no reported allegations the death was related to any issues with fresenius products. An additional follow-up call was made to the patient¿s pd nurse who confirmed the reported event. The nurse was not able to provide the phase of pd treatment when the patient expired. It was stated the patient was found deceased by the patient contact and 911 was called. Per the nurse, when emergency medical services (ems) arrived in the patient¿s home, cardiopulmonary resuscitation (CPR) was not performed. The patient was pronounced dead without being taken to the hospital. The nurse indicated this was a new patient on pd therapy (since (B)(6) 2022). It was reported the patient was previously on hemodialysis modality but had developed a blood stream infection (bsi) from the hemodialysis catheter (not a fresenius product). The bsi led to transition to pd therapy and per the nurse the patient was on concomitant antibiotic therapy for the entire month of (B)(6). Additionally, the patient had a past medical history of diabetes mellitus (dm) type 2, below the knee amputation (bka), hypertension, coronary artery disease (cad), peripheral vascular disease (pvd), cardiac murmur, and an unspecified coagulation defect. The nurse stated it is believed the death was associated with patient¿s pre-existing comorbid conditions. The nurse stated the cycler is pending return to manufacturer and that pd treatment sheets were not available. It was confirmed the patient was completing pd treatments on the fresenius cycler, prior to death, without any adverse effects. Moreover, the nurse indicated that there is no suspicion of any cycler malfunctions or any issues with pd treatment related to the patient¿s death. It was stated the esrd death form is not available. However, the nurse reported that per the coroner¿s office, autopsy has been declined and the patient expired from natural causes.

Event description:
On 27/oct/2022, a registered nurse (rn) reported that this patient on peritoneal dialysis (pd) expired was found deceased in the morning of (B)(6) 2022 while attached to the fresenius cycler. The nurse stated the cause of the patient¿s death was unknown in the initial report. However, there were no reported allegations the death was related to any issues with fresenius products. An additional follow-up call was made to the patient¿s pd nurse who confirmed the reported event. The nurse was not able to provide the phase of pd treatment when the patient expired. It was stated the patient was found deceased by the patient contact and 911 was called. Per the nurse, when emergency medical services (ems) arrived in the patient¿s home, cardiopulmonary resuscitation (CPR) was not performed. The patient was pronounced dead without being taken to the hospital. The nurse indicated this was a new patient on pd therapy (since (B)(6) 2022). It was reported the patient was previously on hemodialysis modality but had developed a blood stream infection (bsi) from the hemodialysis catheter (not a fresenius product). The bsi led to transition to pd therapy and per the nurse the patient was on concomitant antibiotic therapy for the entire month of (B)(6). Additionally, the patient had a past medical history of diabetes mellitus (dm) type 2, below the knee amputation (bka), hypertension, coronary artery disease (cad), peripheral vascular disease (pvd), cardiac murmur, and an unspecified coagulation defect. The nurse stated it is believed the death was associated with patient¿s pre-existing comorbid conditions. The nurse stated the cycler is pending return to manufacturer and that pd treatment sheets were not available. It was confirmed the patient was completing pd treatments on the fresenius cycler, prior to death, without any adverse effects. Moreover, the nurse indicated that there is no suspicion of any cycler malfunctions or any issues with pd treatment related to the patient¿s death. It was stated the esrd death form is not available. However, the nurse reported that per the coroner¿s office, autopsy has been declined and the patient expired from natural causes.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 27/oct/2022, a registered nurse (rn) reported that this patient on peritoneal dialysis (pd) expired was found deceased in the morning of (B)(6) 2022 while attached to the fresenius cycler. The nurse stated the cause of the patient¿s death was unknown in the initial report. However, there were no reported allegations the death was related to any issues with fresenius products. An additional follow-up call was made to the patient¿s pd nurse who confirmed the reported event. The nurse was not able to provide the phase of pd treatment when the patient expired. It was stated the patient was found deceased by the patient contact and 911 was called. Per the nurse, when emergency medical services (ems) arrived in the patient¿s home, cardiopulmonary resuscitation (CPR) was not performed. The patient was pronounced dead without being taken to the hospital. The nurse indicated this was a new patient on pd therapy (since (B)(6) 2022). It was reported the patient was previously on hemodialysis modality but had developed a blood stream infection (bsi) from the hemodialysis catheter (not a fresenius product). The bsi led to transition to pd therapy and per the nurse the patient was on concomitant antibiotic therapy for the entire month of (B)(6). Additionally, the patient had a past medical history of diabetes mellitus (dm) type 2, below the knee amputation (bka), hypertension, coronary artery disease (cad), peripheral vascular disease (pvd), cardiac murmur, and an unspecified coagulation defect. The nurse stated it is believed the death was associated with patient¿s pre-existing comorbid conditions. The nurse stated the cycler is pending return to manufacturer and that pd treatment sheets were not available. It was confirmed the patient was completing pd treatments on the fresenius cycler, prior to death, without any adverse effects. Moreover, the nurse indicated that there is no suspicion of any cycler malfunctions or any issues with pd treatment related to the patient¿s death. It was stated the esrd death form is not available. However, the nurse reported that per the coroner¿s office, autopsy has been declined and the patient expired from natural causes.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were visual indications of dried fluid found within the cassette compartment. There were no visual indications of particulates found within the cassette compartment. There were no burrs or sharp edges in cassette compartment that may have punctured a cassette membrane. An as-received simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test and a valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal inspection of the cycler showed that there were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.